Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump touchscreen was unreadable. Reportedly, the lower half of the screen was completely black, blocking graphics and text. Customer's blood glucose level was 200 mg/dl. Customer reverted to manual injections for insulin therapy.